Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) meter readings starting (B)(6)2024. The patient provided the below set of examples for review. Date time sg value bg value: (B)(6)2025 4:57p.m. 5,50mmol/l 4,60mmol/l. (B)(6)2025 5:25p.m. 6,80mmol/l. (B)(6)2025 4:59a.m. 9,30mmol/l 7,70mmol/l. (B)(6)2025 5:29a.m. 8,50mmol/l. (B)(6)2025 10:38a.m. 11,40mmol/l 10,90mmol/l. (B)(6)2025 11:08a.m. 10,60mmol/l. (B)(6)2025 5:09a.m. 7,10mmol/l 7,20mmol/l. (B)(6)2025 5:39a.m. 8,70mmol/l. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial escalation analysis, the system experienced a brief period of variability, which contributed to the differences between sensor glucose (sg) and blood glucose (bg) values. To further investigate the issue, a return material authorization (RMA) was issued to bring the sensor back. However, the system performance improved and started exhibiting accurate readings. The customer continued using the system and a sensor replacement was no longer deemed necessary. The system has since stabilized and the customer has not reported any further issues regarding accuracy of the sensor. No further investigation was found necessary for this complaint. B4. Date of this report 18 april 2025. G3. Date received by the manufacturer? 18 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4112. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.